Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 14 mmol/l (252 mg/dl) while wearing the pod between 4 and 24 hours. Upon realization of high bgs, the pod was removed from the infusion site (leg), and it was observed that the pod's cannula was bent. Additionally, it was reported that a bruise was present at the infusion site. As treatment, a new pod was applied.